Manufacturer narrative:
The pump was received on june 26, 2019 for evaluation. The ac power cord was found frayed at the plug end, the insulation is broken, and the live wire is completely broken. There is evidence of burning at the plug end of the lead and arcing due the intermittent contact. The complaint is confirmed. The power cord was replaced. The device electrical safety test was performed and passed. The probably cause of the frayed power cord is deterioration of the lead insulation. Additionally, the power cord does not have a strain relief to prevent cord stress. Additional information: date received by MFR june 27, 2019.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a broken power cord on a plum xlm device. The customer provided a picture that shows a burnt power cord. There was no patient involvement nor report of harm.